Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found via visual examination an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead due to friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.